Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers 3 and 4 were unresponsive and no light emitting diode illuminated on module board. The field service engineer replaced module board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medbank system drawer was not opening and the user unable to remove item. The customer stated that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.